Event description:
(B)(4) received which states: a female patient with a metal on metal total hip implant presented with serum levels that are extremely high. The patient is having som radiographic signs of bone resorption and continues to have ongoing pain. Patient has been counseled with regards to conservative & surgical options; and elected to proceed with revision total right hip arthroplasty on bith the acetabular and femoral sides. Initial implant was done in 2006. The patient was found to have significant metallosis.

Manufacturer narrative:
Medwatch report (B)(4) received which states: a female patient with a metal on metal total hip implant presented with serum levels that are extremely high. The patient is having some radiographic signs of bone resorption and continues to have ongoing pain. Patient has been counseled with regards to conservative & surgical options; and elected to proceed with revision total right hip arthroplasty on both the acetabular and femoral sides. Initial implant was done in 2006. The patient was found to have significant metallosis. Doi: (B)(6) 2006 - dor: (B)(6) 2014 (unknown hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.